Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 145mg/dl, 111mg/dl. Tests were done < 10 minutes apart with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.